Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
While at the hospital for a CT scan, the customer reportedly experienced a blood glucose (bg) level of "almost 400" mg/dl. Cause of bg level was not known. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged 5 days later with the issue resolved and no permanent damage.